Event description:
During eye strabismus procedure the physician opened a sealed package of ethicon coated vicryl suture j555g and noted there to be defect in the suture. Similar defect had been noted in two previous lots and reported to medsun/FDA and the manufacturer. Device not used on patient.